Event description:
It was reported that a user could not connect a dexcom g7 sensor to the ilet because the user selected the wrong cgm type (fsl3+) during setup, which prevented sensor warmup and pairing. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage error due to an incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.